Event description:
Discordant, falsely elevated sodium and chloride results were obtained on two patient samples on a dimension rxl max with hm instrument. The samples were automatically repeated and resulted the same. The discordant results were not reported to the physician(s). The samples were then manually repeated on the same instrument and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse proactively replaced the monopump and sample tubing during troubleshooting. Quality controls were run, all of which were within range. It was also discovered that the customer was not centrifuging the patient samples according to the tube vendor specifications. The cause of the discordant, falsely elevated sodium and chloride results is unknown. The cause of the sample tubes being centrifuged outside of the tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.